Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received discrepant results for three patients tested with accu-chek inform ii meter serial number (B)(4). A sample from the first patient was tested using the meter, resulting with a glucose value of 10.2 mmol/l. Within 10 minutes, a sample from this patient was tested using an unknown method, resulting with a value of 7.4 mmol/l. On (B)(6) 2019, a sample from the second patient was tested using the meter, resulting with a glucose value of 4.5 mmol/l. A sample from this patient was tested using an unknown method, resulting with a value of 1.8 mmol/l. A sample from this patient was tested using a werfen gm 3000 blood gas analyzer, resulting with a value of 1.8 mmol/l. The reporter was not sure of the time elapsed between sample collections, but could confirm that all tests were completed within 1 hour. At 15:47 on (B)(6) 2019, a sample from the third patient (male) was tested on a gem 3000 blood gas analyzer, resulting with a glucose value of 5.9 mmol/l. At 15:56 on the same day, a sample from this patient was tested using the meter, resulting with a value of 9.3 mmol/l. At 15:57 on the same day, a sample from this patient was tested using the meter, resulting with a value of 8.9 mmol/l. This patient was given vitamin c during testing. No adverse events were alleged to have occurred with the patients. Meter controls passed on every day of testing. The reporter's product has been requested for investigation.